Event description:
The customer reported via phone call that she was trying to deliver insulin and the insulin pump would not respond, she changed the battery and received a button error alarm. Customer had the device near her bra but stated she was not sweating. Blood glucose value was 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. Device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.